Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A literature article describes a patient who received a hero graft at a single center in cologne, germany that had post-implant infections associated with the hero graft.